Manufacturer narrative:
Zimmer biomet (B)(4). Several attempts were sent to the customer to retrieve the product. However, no response was received. The universal aseptic transfer kit housing, part number 89-8510-440-10, lot number 5010690 was not returned for complaint investigation. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the universal aseptic transfer kit housing, part number 89-8510-440-10, lot number 5010690 had the cover that get opened during surgery due to screw issue. The event occurred in the sterile area. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the universal aseptic transfer kit housing, part number 89-8510-440-10, lot number 5010690 had the cover that get opened during surgery due to screw issue. The event occurred in the sterile area. There was no harm or injury to patient/operator reported.